Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The drive gas check valve, ventilator flapper valve, o-ring, and exhalation diaphragm were replaced. The customer contact reported there is no patient information available.

Event description:
The hospital reported that, during a case, the unit had a failure affecting mechanical ventilation. The clinician switched to manual mode to complete the case. There was no reported patient injury.